Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the surgeon deciding to take the patient back because of an infection. He decided to take everything out and replace with a cement spacer and beads.